Event description:
Pt bp dropping despite pump begin programmed to the max dose of phenylephrine. Med noted to have stopped dripping and no alarms to alert the staff to an issue. Removed IV tubing and set up on new pump which was running appropriately. Immediately needed to decrease the rate of the drip once it was running properly. Pump put in for service request and case call submitted.